Event description:
It was reported a patient's left ventricular (lv) lead presented with high capture thresholds. The lead broke during explant, but was partially explanted and replaced on (B)(6) 2023. Post-procedure the patient status was stable.